Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center monitor color became abnormal and an endoscope abnormality error occurred. The event occurred during inspection for use. There were no reports of patient harm.